Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to high pacing impedances greater than 2500 ohms found during a recent device replacement procedure. No adverse patient effects were reported. The lead will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.